Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user called for assistance with a complete supply change for an ilet system using a contact/detach 23" 6 mm infusion set with a dexcom g7 and successfully completed the change; afterward, the blood glucose was 206 mg/dl following breakfast, there were no device alerts, and the user planned to allow the ilet to correct the glucose. Symptoms included no reported clinical effects. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education performed by support. Investigation of this case revealed no device alarms or malfunctions and no component issues identified, with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.